Event description:
Site reported a pt with a 'poor clinical outcome' following a custom laser procedure. This report is for the right eye, the left eye is being submitted under MFR# 1061857-2007-00180. Pt's records and topographies were rec'd. Analysis of the topographies indicates topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. Records also indicate this pt exhibited a decrease in bcva in the right eye at 1 day post-op. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several mos. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investiagtion, including root cause determination is in progress.